Event description:
(B)(4). I was having a conversation all of a sudden my mind was shutting down and I thought I was going blind. Then came the heavy bleeding and huge clots. I always feel dazed and confused. Throwing up 3-4 times a week. Vision has gotten worse. Abdominal pain. Back pain. Dizziness/light headed. Swelling in my feet and bloated stomach. Sores on my arms and legs. Depression and anxiety. Depth perception.